Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, cervicitis, cervical low grade squamous intraepithelial lesion and hyperplasia on (B)(6) 2022, sciatica, atypical squamous cells of undetermined significance, abnormal uterine bleeding, pelvic pain and papilloma viral infection on (B)(6) 2022, cholecystectomy in 2006 and corpus luteum cyst (right ovarian corpus luteum cyst), colposcopy, allergy (bee stings (swelling of throat)), percocet (chest pain) and seasonal allergies (sinuses, itchy eyes and throat)), migraine, asthma, anemia, past tobacco smoking, parity 4 and multi gravida. Previously administered products included: gabapentin. The patient had a family history of cholesterol, hypertension and lung cancer. On (B)(6) 2022, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (hysterectomy,salpingectomy,excision of peritoneal implants,cystoscopy,tap block). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: diagnosis: a) left pelvic sidewall, excision: fragments of benign soft tissue. B) right pelvic sidewall, excision: fragments of benign soft tissue. C)uterus, cervix, tubes, hysterectomy and bilateral salpingectomy: uterus with focal simple hyperplasia without atypia. Ectocervix with low grade squamous intraepithelial lesion (lsil, cin1) endocervix with acute cervicitis and micro glandular hyperplasia. Bilateral fallopian tubes with para tubal cysts. Specimen source: left pelvic side wall. Right pelvic side wall. Uterus, cervix, tubes. Clinical information: abnormal uterine bleeding, pelvic pain. Gross description: the attached right fimbriated fallopian tube measures 7.5 cm in length and 0.6 cm in diameter the fallopian tube is serially sectioned to reveal a gray coiled metallic piece of hardware consistent with an essure measuring 3.4 cm in length and 0.3 cm in diameter. The left fimbriated fallopian tube measures 6.4 cm in length and 0.8 cm in diameter the specimen is serially sectioned to reveal a coiled metallic piece of hardware consistent with an essure measuring 3.1 cm in length and 0.3 cm in diameter. [Smear cervix] on (B)(6) 2022: (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, cervicitis, cervical low grade squamous intraepithelial lesion and hyperplasia on (B)(6) 2022, sciatica, atypical squamous cells of undetermined significance, abnormal uterine bleeding, pelvic pain and papilloma viral infection on (B)(6) 2022, cholecystectomy in 2006 and corpus luteum cyst (right ovarian corpus luteum cyst), colposcopy, allergy (bee stings (swelling of throat) , percocet (chest pain) and seasonable (sinuses, itchy eyes and throat)), migraine, asthma, anemia, past tobacco smoking, parity 4 and multi gravida. Previously administered products included: gabapentin. The patient had a family history of cholesterol, hypertension and lung cancer. On (B)(6) 2022, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (hysterectomy, salpingectomy, excision of peritoneal implants, cystoscopy, tap block). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: diagnosis: left pelvic sidewall, excision: fragments of benign soft tissue. Right pelvic sidewall, excision: fragments of benign soft tissue. Uterus, cervix, tubes, hysterectomy and bilateral salpingectomy: uterus with focal simple hyperplasia without atypia. Ectocervix with low grade squamous intraepithelial lesion (lsil, cin1) endocervix with acute cervicitis and micro glandular hyperplasia. Bilateral fallopian tubes with para tubal cysts. Specimen source: left pelvic side wall. Right pelvic side wall. Uterus, cervix, tubes. Clinical information: abnormal uterine bleeding, pelvic pain. Gross description: the attached right fimbriated fallopian tube measures 7.5 cm in length and 0.6 cm in diameter the fallopian tube is serially sectioned to reveal a gray coiled metallic piece of hardware consistent with an essure measuring 3.4 cm in length and 0.3 cm in diameter. The left fimbriated fallopian tube measures 6.4 cm in length and 0.8 cm in diameter the specimen is serially sectioned to reveal a coiled metallic piece of hardware consistent with an essure measuring 3.1 cm in length and 0.3 cm in diameter. [Smear cervix] on (B)(6) 2022: lgsil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.